Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump required the customer to complete the fill tubing process multiple times before completing the load sequence. Reportedly, this issue had occurred for the past month. In addition, during troubleshooting the pump date setting was observed to be incorrect. There was no reported impact to the customer's blood glucose level. Reportedly the customer would continue to use the pump for insulin therapy.